Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. Patient status was unknown.